Event description:
It was reported that a pump malfunction occurred after it was dropped. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and advised the customer to use a multiple daily injection (mdi) method as a backup therapy. The customer was informed that they would receive a pump with updated software and was instructed on how to store and return the faulty pump to avoid charges. The customer acknowledged understanding of all instructions, including reprogramming settings and connecting their continuous glucose monitor to the new pump.